Event description:
Patient presented to the physician, post-implant procedure, with a hematoma at the ipg pocket. Physician brought the patient into the operating room and evacuated the hematoma.

Event description:
Antibiotics were prescribed after the hematoma evacuation procedure was completed, and the hematoma is now resolved.